Manufacturer narrative:
The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure after connecting the leads to the device in a septal location, capture threshold was unable to be measured. The device was not used and a different one was implanted, but the problem persisted. The leads were then placed in the apex, and everything was normal. The patient was stable.